Event description:
During routine tests at installation of unit, co svc rep noted output of vaporizer was not within spec. There was no reported pt injury. Co's investigation into the reported evnet is ongoing. A follow-up report will be issued when the investigation has been completed.